Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:(B)(4) , lot number: 2326f02394 h3, h6: a medtronic representative went to the site to test the equipment. Computer was replaced. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d9 for when the logs were available for analysis. H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h2-h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. System log captured a message stating that 'recordfail: grub menu was presented at the start of this boot session' during bootup, which indicated that the grub bootloader detected a previous failed boot or improper/ungraceful shutdown, which caused the system to fail to boot normally. Hence, suggesting site to shutdown the system properly and avoid force/hard shutdowns. There were no future date issues observed in logs. The issue was inline with a known software issue. Codes b01, c10, and d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system displayed an error message, became stuck on the boot screen during startup, and a blue screen message appeared before the system eventually allowed login and functioned normally for the remainder of the day. The issue recurred the following day. There was no patient involved. It was reported that the system had been plugged in overnight, so should have been sufficiently charged. Upon bootup the manufacturing representative (rep) confirmed the issue: booted to a black screen with white text, system would not move forward. Seemed unresponsive. Rep performed a hard reboot (held power button down for 10 seconds), unplugged system; after reboot, was able to log into the system normally. Technical services (ts) recommended the rep uninstall app 2.1.0 and then re-install it. It was reported that when the site went to turn the system on and it gave them the black screen with white text again. They booted the system on where the rep also had rebooted it several times the day before. It was reported that after replacing the computer, the camera cart was receiving a no video detected message. The manufacturer representative (rep) verified the central processing unit (cpu) connections and that the display port to mini display port cable was not damaged at all. It was reported that after the new computer was installed, the camera cart displayed no video detected. The manufacturer representative (rep) reseated the cables, rebooted, and the message cleared. The system was functioning normally.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for no video detected. A1102 was coded for no video detected message. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.